Event description:
Promus premier china registry clinical study. It was reported that unstable angina and in-stent restenosis occurred. In (B)(6) 2018, the subject presented with unstable angina and the index procedure was performed on the same day. The target lesion was located in in the proximal left anterior descending artery (lad) extending up to mid lad with 80% stenosis and was 35mm long with a reference vessel diameter of 2.75mm. The lesion was treated with pre-dilatation and placement of 2.50x38mm study stent with 0% residual stenosis. Post dilatation was not performed. Two days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2020, the subject presented with angina and was hospitalized on the same day for further evaluation and treatment. The subject was diagnosed with unstable angina. Two days later, the subject was referred for coronary angiography which revealed 90% mid stenosis in the mid lad. Coronary angiography with intravascular ultrasound(ivus) was done, drug balloon dilation was performed and medication was given to treat the event. A week later, the event was considered to be recovered/resolved and the subject was discharged on aspirin and clopidogrel. It was further reported that in (B)(6) 2020 coronary angiography revealed stenosis in the previously placed study stent and was treated with percutaneous coronary intervention(pci)/target vessel revascularization(tvr). Post intervention, residual stenosis was 0%.

Event description:
(B)(6) clinical study. It was reported that unstable angina and in-stent restenosis occurred. In (B)(6) 2018, the subject presented with unstable angina and the index procedure was performed on the same day. The target lesion was located in in the proximal left anterior descending artery (lad) extending up to mid lad with 80% stenosis and was 35mm long with a reference vessel diameter of 2.75mm. The lesion was treated with pre-dilatation and placement of 2.50x38mm study stent with 0% residual stenosis. Post dilatation was not performed. Two days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2020, the subject presented with angina and was hospitalized on the same day for further evaluation and treatment. The subject was diagnosed with unstable angina. Two days later, the subject was referred for coronary angiography which revealed 90% mid stenosis in the mid lad. Coronary angiography with intravascular ultrasound (ivus) was done, drug balloon dilation was performed and medication was given to treat the event. A week later, the event was considered to be recovered/resolved and the subject was discharged on aspirin and clopidogrel.